Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the device turning off without user input, which was experienced during evaluation. The cause was determined to be with the processor printed circuit board. The processor printed circuit board was reprogrammed.

Event description:
During baxter's functionality testing it was found that a spectrum pump "powers off without user input." There was no patient involvement.